Event description:
It was reported the physician was performing an arthroscopic meniscectomy of the knee using a tristar 50 icw arthrowand. Post-operatively it was noted that one of the electrode balls located at the distal end of the wand had detached. A CT image was taken to confirm the electrode was left inside the pt's joint. A second surgery was then performed and the device fragment was removed arthroscopically. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.